Event description:
It was reported the patient was without stimulation. Diagnostic testing revealed invalid impedance readings. Subsequently, the patient underwent surgical intervention, where his ipg was removed and replaced. However, the invalid impedance issue remains unresolved. Subsequently, an sjm representative was able to restore stimulation with post-operative programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.